Event description:
During a pta treatment procedure, deflation difficulties were encountered with the ultra-soft sv 7.0 / 2.0/150 balloon. The ultra-soft balloon had been inflated to an unk number of times, and the pressure reached on each inflation is unk. When the physician attempted to deflate the balloon to withdraw it, the balloon would not deflate. The balloon was successfully withdrawn in an inflated state. No pt injuries or complications were reported. Pt status is reported as 'good'.